Manufacturer narrative:
Section a2: patient age added. Manufacturer's investigation conclusion: pump thrombosis could not be confirmed based on the provided information; however, review of the submitted log files confirmed multiple low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. The system controller event log files contained events from 12sep2024 through 13sep2024 and 16sep2024 through 19sep2024, per the timestamps. The system controller periodic log files contained data from (B)(6) 2024 through (B)(6) 2024. Multiple low flow hazard alarms were captured between (B)(6) 2024 and (B)(6) 2024, including a continuous low flow hazard alarm observed from (B)(6) 2024 through (B)(6) 2024. On (B)(6) 2024, a recovery in estimated flow to the patient's baseline was observed and no further low flow hazard alarms were captured throughout the remainder of the files. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. This section also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had continuous low flow alarms. They were currently in the intensive care unit, hemodynamics at the time were stable. Log files were sent for review. The event log file was mostly filled with low flow events. If the patient was not having any pressure or volume issues the low flow issue may be associated with some type of obstruction. Additional log files were sent for review in the setting of thrombus. They were sent to be reevaluated due to the return of flow. The event log file captured low flow events and speed adjustments on (B)(6) 2024. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. The low flow events appeared to have been resolved on (B)(6) 2024 starting at 4:16:33. Going forward to (B)(6) 2024, the flow appeared to be at baseline values.